Event description:
The account alleged that the foot end brake casters are broken and the brakes are not holding. There were no reported injuries.

Manufacturer narrative:
Tech sent brake casters to the account. No further info is available on the repair of the bed at this time.